Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 23mm 11500a aortic valve implanted for 2 years, 7 months was explanted due to pvl. The device was replaced with a 21mm non-edwards valve and root patch.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 23mm 11500a aortic valve implanted for 2 years, 7 months was explanted due to unknown reasons. The device was replaced with a 21mm 11500a valve. No other details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.